Event description:
It was reported that during a gastrectomy procedure, after firing the instrument "could only half open, so the instrument had to cut out." No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.9 inr/2.95 inr; 2.5 inr/1.85 inr; 3.5 inr/2.63 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.